Manufacturer narrative:
G4: 18feb2020 b4: (B)(6)2020. Touchscreen assembly was returned for analysis. Visual inspections and investigation of the touchscreen assembly revealed evidence of scratches damaged on the screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 17dec2019. Customer confirm the problem has been resolved by replacing the touchscreen. Unit passed a required tests on performance verification test successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11nov2019.

Event description:
The customer reported touchscreen not working. The device is pending evaluation. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.